Event description:
Patient's parents were preparing a daily infusion of IV magnesium sulfate via gemstar infusion pump. The parents have been administering therapy daily since (B)(6) 2013. On (B)(6) 2013 they had difficulty priming the tubing. The fluid was flowing through the tubing, but the air eliminating filter was not filling with fluid. The patient used the second tubing set to administer therapy, but the parents monitored the 2 hour infusion for signs of air getting past the filter. Upon retrieval of the tubing, the filter appeared to have eventually filled with fluid. A (B)(6) nurse personally inspected the tubing in front of the parents, who insisted that the filter did not fill during priming or initial infusion. Two used tubings with filters that failed to fill with initial priming will be returned to hospira for investigation/eval. Rx: magnesium sulfate 1 g in 500 ml ns, over 2 hours every evening via infusion pump.